Event description:
Cutter was used in reconstructive surgery for bladder augmentation. The linear cutter failed to operate properly during bowel anastomosis. First time it worked, second time some staples open and didn't cut all the way. Third time had a very hard time with it and it didn't cut after second time refilled cartridge. Surgeon hand oversewed the bowel anastomosis, proloniging surgery by 1 hour. Ng tube left in longer.